Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with click x between l3-l5 on an unknown day in (B)(6) 2012. Post operatively, it is reported that the rods had dislocated. It is reported that the reason of the rods dislocating is unknown. Patient was revised on an unknown day in (B)(6) 2012. This is 12 of 14 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional product codes: mnh, mni, kwp, kwq. Part(s) returned on 02/05/2013. The complained article was evaluated by the synthes (B)(4) product development centre and the report states the following: the exact cause of this damage could not be elicited. It was established that the parts have slight signs of abrasion. The complaint condition is likely the result of the head not being clicked right on the bone screw head when the torque limiter was used. Therefore it was solved and leaded to a dislocation of the rods. Basically it is not possible according to the traces of the locking caps to elicit, which was leading to the movement of the rods. No further indication could be made because of insufficient information. The review of the manufacturing and material documents shows no deviation according to our specifications. Manufacturing documents were reviewed and no complaint related issues were found. Corrected data: 510k/PMA number was reported as (B)(4).in the initial medwatch ID (B)(4). The correct 510k/PMA number is (B)(4). Placeholder.

Event description:
This is report 12 of 14 for complaint (B)(4).